Manufacturer narrative:
(B)(6).

Event description:
It was reported that the unit would not stay in ¿standby¿ and reverts immediately to cycling when there isn¿t any resistance. There was no patient involvement at the time of the event. There was no patient or user harm reported. Per the diagnostics performed by the engineer, it was suspected that the flow sensor assembly or the da pca require replacement to resolve the issue. The unit will go to the bench for potential flow sensor assembly and da pcba replacement.

Manufacturer narrative:
The service engineer replaced the flow sensor assembly and passed all tests. The device met the specification for the performed service and was returned to use. Although requested to be returned, the removed component was not received for evaluation at this time. An additional report will be submitted if the part is received and evaluated.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the unit would not stay in ¿standby¿ and reverts immediately to cycling when there isn¿t any resistance. There was no patient involvement at the time of the event. There was no patient or user harm reported. Per the diagnostics performed by the engineer, it was suspected that the flow sensor assembly or the da pca require replacement to resolve the issue. The unit will go to the bench for potential flow sensor assembly and da pcba replacement.

Manufacturer narrative:
The gas delivery system was returned to the failure investigation lab for analysis. The customer complaint was verified. The root cause was failure of both flow sensors, in both cases caused by u1 drifting out of calibration.